Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after insertion, leakage occurred from the conjunction site of the q-syte with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter: after the successful puncture, the infusion set and the q-syte infusion were operated according to the specifications, and the side of the q-syte leaked out. As confirmed by sales rep. Leakage from the conjunction site of q-syte

Event description:
It was reported that after insertion, leakage occurred from the conjunction site of the q-syte with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: after the successful puncture, the infusion set and the q-syte infusion were operated according to the specifications, and the side of the q-syte leaked out. As confirmed by sales rep. Leakage from the conjunction site of q-syte.

Manufacturer narrative:
Investigation summary: received 1 q-syte assembly with no packaging material. DHR review could not be performed as the lot number associated with this investigation was unknown. Visual examination: the slit of the septum top disk was off-centered and damage (tears) was observed. The bottom disk slit was off centered (dissected after leak test). Upon dissection of the of the septum it was discovered a tear was present on the column wall. Water-leak test: the q-syte unit was connected to the water-leak iso standard fixture: the unit leaked through the tear on the column wall and out the vent hole. Conclusion(s): indeterminate ¿ although it was confirmed the unit leaked through the tear found on the column wall of the septum, a definite source that caused the tear could not be determined. It is not known if it was caused by the clinician at the user environment or by the manufacturing process.